Event description:
It was reported that the 9800 system locked up with an audible alarm between cases. The 9900 system could not be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The potentiometer power control was adjusted during the service call. The system was tested and found to be working as intended and put back into service.